Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, leading to the pump shutting off. Reportedly, the customer experienced an elevated blood glucose (bg) level of 542 mg/dl. Elevated bg was addressed by administering a manual injection. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.